Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 mixed mitral regurgitation (mr) and a restricted posterior leaflet for a mitraclip procedure. Imaging was suboptimal due to shadowing from the clip shaft. During the procedure, a flail of the posterior leaflet occurred when the posterior leaflet became caught in the clip arms. Troubleshooting measures were performed but were unsuccessful. As a result, the clip was deployed in its existing position. An additional clip was subsequently deployed to stabilize the initial clip. Post-procedure, the mr was reduced to grade 2. No clinically significant delay was reported.